Event description:
On 12/17/96 rep reports patient had a "bump" in the lead and was having it removed. On 4/15/97 report received from attorney stating the patient "was requiring to undergo surgery on dec. 17, 1996 as a result of a defective pacemaker that had been provided to (patient)." Co currently has no medical confirmation and are continuing to investigate this event.